Event description:
Reporter indicated he " no longer feels his device stimulating" and " his voice does not change like it used to" during stimulation. The pt " has experienced a recent increase in seizure levels and has been in and out of the hosp since 2007." The pt did not know if the seizures increased to a level that was higher than his seizure level prior to vns, but he did report the vns "helped his seizures". The pt was taken to the emergency room because " he had been seizing all day." The ER did not have a programing system and a result could not test the vns to ensure proper device function. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death.